Manufacturer narrative:
Visual analysis was performed on the returned device. The reported activation failure, and mechanical jam were confirmed. Additionally, it was noted that the stent implant was exposed 5mm from the distal end of the sheath. The retractable sheath was torn sporadically proximal to the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported deployment difficulty and removal difficulty. Based on the reported information, it may be possible that the anatomical conditions induced the distal shaft sheath damage as noted on the returned unit during the insertion process or during the activation, causing partial deployment and the inability to release the stent from the delivery system; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the devicena

Event description:
It was reported that the procedure was to treat a right external iliac artery via left groin access. The 7x60mm absolute pro vascular self-expanding stent system (ses) was advanced to the lesion and unlocked however the thumb wheel would not rotate, therefore the stent was not implanted. The device was removed without issue. Another absolute pro ses was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.